Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the lead was exhibiting noise. The patient is dependent on the pacemaker and is noted dizziness. The noise was over-sensing, which led to pacing inhibition causing the patient to feel unwell and sometimes syncope. Device reprogramming was made to resolve the noise. The patient was in stable condition.